Event description:
Reportedly, the ring was explanted and replaced by a valve for unknown reasons. The implant date was reported as 2009, but no explant date was indicated; therefore, the occurrence date is unknown and the implant duration is unknown. The device was discarded and is unavailable for evaluation. Information learned from foreign implant patient registry. No further details were provided..

Event description:
Reportedly, the ring was explanted and replaced by a valve for unknown reasons. The explant date is unknown, only the implant date was reported as 2009. Unable to calculate the implant duration. The device was discarded and is unavailable for return and evaluation. Information learned from foreign implant patient registry. No further details were provided. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.

Manufacturer narrative:
Device not returned.